Event description:
A malfunction alarm identified as malf 13 was reported, but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support arranged for the replacement of the pump, which was under warranty, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.